Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the sensor did not have the filament. The sensor will not be returned for analysis, customer stated she threw it away.